Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Additional information received reported the patient had been found dead in bed by his wife. An autopsy was performed that showed cardiomegaly and atherosclerotic plaque. He had last been seen by his cardiologist (B)(6) 2010 "without significant complaints at that time." The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, proximal conductor blood/body fluid (not obstructed). Distal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, proximal conductor blood/body fluid (not obstructed), distal conductor fracture(overstress). Distal segment returned and analyzed.

Event description:
The lead was returned to manufacturer following patient's death, analyzed, and subsequently tested out of specification. Additional information received reported wife found patient dead in bed. He had last been seen by his cardiologist (B)(6) 2010 "without significant complaints at that time," physician indicates patient in good health, and was only pacing in the ventricle. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related. Autopsy showed cardiomegaly and atherosclerotic plaque. Follow up revealed last device interrogation on (B)(6) 2009 showed 4.5 years remaining longevity. "There were two episodes of high ventricular rate with irregular ventricular intervals suggestive of atrial fibrillation, but ventricular tachycardia could not be excluded." Patient experienced ventricular high rate episode of over 8 minutes on day of death. Also reported device went to eri 2 days after patient died.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, proximal conductor blood/body fluid (not obstructed), distal conductor fracture(overstress). Distal segment returned and analyzed. (B)(4) no anomalies found (B)(4) outer insulation separation, proximal conductor distorted, distal and proximal conductor blood/body fluid (not obstructed), outer insulation torn and breached cut. Full lead returned and analyzed.